Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that during a surgical procedure the physician did not use three leads. Contact #0 was out of alignment with the other contacts on all three leads. No lead came into contact with the patient. There was no patient injury and the patient recovered without sequela.

Manufacturer narrative:
Visual inspection of the lead model 3387s-40, lot# v680690 found the distal end to be bent. The proximal end of the lead appeared okay. No setscrew marks were observed and lead connectors appeared to be okay. The outer insulation was intact and a functional test found continuity acceptable.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.